Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and concluded that the data provided permitted to confirm that the case corresponds to a dbs and that both electrodes were implanted with inaccuracy at the entry point. The deviation is different for both electrodes and might be due to the method of implantation. However, information are inconsistent regarding the device concerned, the type of surgery, the event place or date, the surgeon who operated. Therefore, no more information can be provided on this topic. Analysis showed that the inaccuracy is confirmed. However, no failure of the device occurred. The hemorrhage is not confirmed. The data might not correspond to the case described.

Event description:
During seeg surgery a cortex bleeding was reported to the cst who was not on site. The surgeon stated that scan looks good.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI#: (B)(4).

Event description:
During seeg surgery a cortex bleeding was reported to the cst who was not on site. The surgeon stated that scan looks good.